Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened express bolus, esc, act, upper arrow and down arrow button dome switch (creased). No unlocked j2/lcd keypad connector. Pump received with bleeding lcd glass. Pump received with cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 120 mg/dl. The customer stated that none of the buttons are working at all. The customer stated that a year he fell down and some of the pixels when bad. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that insulin pump had partial display. Customer's blood glucose at time of incidents was unknown. Customer stated that the pump is bumped. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.